Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a crack on the screen of the insulin pump. The customer's blood glucose level was 96 mg/dl. Customer stated that it looks like the pump had been hit by something as he sees an indent at the top of the screen, which is where the crack spreads out from. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.